Manufacturer narrative:
Sensor kit expiration date is 31 dec 2017. Medical event associated with this complaint case occurred in (B)(6) 2020 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is per the caller report of "it took place a month ago". The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the customer had an unspecified readings issue with the freestyle libre sensor. The customer experienced symptoms of weak, sleepiness, and sick feeling. The customer had contact with a healthcare professional, was diagnosed with hyperglycemia, and treated with insulin. No other information was provided. There was no report of death or permanent injury associated with this event.